Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor failed to delivery energy. The cause for the failure to deliver energy was isolated to pca connectors j1002 and j1003 on the defibrillator board. Oxidation build-up on the connectors increased the resistance, causing the failure. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.